Event description:
The consumer stated that her daughter used tampons for the first time and the tampon came apart upon removal. She feels she was able to remove the remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product, but evaluation was not performed because problem is known.